Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that they were unable to remove medications from the drawers, causing a delay while the user either went to another machine or contacted the pharmacy to supply the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3-1 and 3-2, enhanced half-height cubie drawers on the main, were not detected on the bus. The field service engineer (fse) found drawer 3-2 showing non-standard blinking lights on the drawer controller. A fse unplugged drawer 3-2 and booted the machine, which then recognized drawer 3-1. The engineer then replaced the drawer controller on drawer 3-1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.